Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "leaking silicone" patient additionally reported "breast cancer" which is not considered related to the device. This record is for the left side. The device remains implanted.